Event description:
N/a.

Manufacturer narrative:
It was reported that the device embolized into the distal main pa. A returned device assessment could not be performed as the device was not returned for analysis. Based on the limited information received, the cause of the reported embolization could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date, an unknown sized amplatzer device was selected for implant. The patient had a "rsov into the rvot fistula." The device embolized into the distal main pa. The patient status was not reported.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Based on the limited information received, the cause of the reported embolization could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: type of investigation: 3331 analysis of production records.